Event description:
Revision total hip replacement. Primary was mitch/accolade. According to the operative report, there was a marked soft tissue reaction with marked effusion. The stem was completely loose with no in-growth. The cup was retroverted slightly, not in-grown but not loose.

Manufacturer narrative:
An unknown mitch cup manufactured by depuy was also listed in this report. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a reaction involving an accolade (127 deg) size 4.5 was reported. The event was not confirmed. Method & results: device evaluation and results: a material analysis noted a lack of ongrowth on the stem. A material analysis has been performed. The report concluded: ¿minor amounts of boney on-growth were present [on the stem]¿minor amounts of boney on-growth were observed on the components examined. A wear pattern was observed on the articulating surfaces of both the femoral head and mitch cup. No material or manufacturing defects were observed on the samples examined.¿ medical records received and evaluation: the clinical consultant could not confirm the event based on the provided medical records. A review of the provided medical records and x-rays by a clinical consultant indicated: ¿based upon the information available for review, it is not possible to confirm the diagnosis of alval, altr, or pseudotumor as the cause of this clinical situation.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as pathology reports, serial cobalt and chromium levels, and additional lab results is needed to complete the investigation for determining the root cause. This event is under the scope of ra 2012-080, initiated in response to the field safety notice for mitch trh cup /head when implanted with the uncemented accolade stem. A review of post-market surveillance data suggested a higher than expected revision rate for this device combination. The field safety notice advises against this combination and recommends patients be followed according to local guidance/standard of care for patients receiving metal on metal articulations.

Event description:
Revision total hip replacement. Primary was mitch/accolade. According to the operative report, there was a marked soft tissue reaction with marked effusion. The stem was completely loose with no in-growth. The cup was retroverted slightly, not in-grown but not loose.